Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, this right atrial (ra) lead exhibited noise and high out of range impedance measurements through the pacing system analyzer (psa). The ra lead was connected to the new device and the out of range impedance measurements were again observed. No lead damage was observed. As the patient was not dependent on atrial pacing, this lead remains implanted. No adverse patient effects were reported.

Event description:
Subsequent information was received that the amplitude measurements decreased. As a result, the device was reprogrammed from dddr to vvir. The patient will continue to be monitored appropriately. No adverse patient effects were reported.